Event description:
It was reported to philips that the system keeps getting the message that the hard drive is full and sometimes cannot exposure. The system was in clinical use. No user or patient harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system showed error message that the hard disk was full and the ippc (image processing pc) kept failing. Review of the system log file showed that the lateral ippc had malfunctioned. As per the troubleshooting actions, the fse reloaded the ippc software, upgraded the system and formatted the image disks and the system was working fine. Later, the issue reoccurred as the ippc showed intermittent errors. The fse replaced the ippc and the hard disks to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.